Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "mammography and breast ultrasound with no progressive signs of malignancy or prosthetic complications," "breast right side has doubled in volume," "significant peri-prosthetic peri-prosthetic serious effusion right suggestive of lymphoma on textured prosthesis in the current context," "a dense inflammatory effusion, lymphocytic and macrophagic, rather in favor of a reactive origin," "absence of lymphoid element of large size and absence of cd30+ cells," "to be checked in view of the importance of the inflammation," and "patient lives in fear, anguish and suffering enormously." Device has been explanted. This record is for the right side.